Event description:
It was reported that during implant, the lead exhibited high impedance. Following the procedure, the lead exhibited a sensing anomaly and further high impedance values. The pocket was reopened and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.